Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient had been in pain since 2008 due to a change in life activities and was in pain every day. They initially started out with an implantable neurostimulator (ins) and now had a pump device. The patient had the ins removed in 2011.